Manufacturer narrative:
Updated fields: b4, e2, e3, e4, g3, g6, h3, h6(type of investigation, investigation findings, investigation conclusions, component code) h11. A getinge field service engineer (fse) evaluated the unit had an error code 118. The fse replaced the assy, dsply controll ER pcb and instr,display replacement. Fse performed all functions testing and electrical safety testing. The unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed long beeps and then shut down. There was no patient involvement.